Event description:
The nurse reported the baclofen concentration was decreased from 2000mcg/ml to 1000mcg/ml. The bridge bolus dose was calculated and "erroneously programmed." The pt returned to the clinic reporting feeling groggy and too loose. The hcp called the MFR for technical assistance. The reporter would not give the physician name for follow up.